Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The device was found out of specification in relation to the device "not powering on", which was observed as intermittently powering off and on. The cause was determined to be depressed battery pins (2 of 8, two negative pins) that were unable to rebound as designed. The rear case was replaced.

Event description:
It was reported that a spectrum pump "not powering on." Any patient involvement, injury or medical intervention is unknown.